Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when it was attempted to use the programmer the screen froze. It was noted that the issue occurred during interrogation when the setting was being changed and the user had left it for a while and then tried to return the setting. No patient complications have been reported as a result of this event.